Manufacturer narrative:
G4: 09sep2020. B4: 11sep2020. Failure analysis on the returned gas delivery system shows that customer complaint verified. Root cause was failure of airflow sensor, caused by u1 drifting out of calibration. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 03dec2019. Date of report: 04dec2019. The service technician replaced the flow sensor to address the reported problem. The unit passed all test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019.

Event description:
The service technician reported that the unit is failing performance verification test (pvt) o2 concentration test. The customer reported that the unit was not in use on patient.